Event description:
On (B)(6) 2020 my mother (B)(6) was unable to awake from sleep and showed signs of confusion and lethargy, she was unable to speak or answer questions appropriately. We had concerns there was an issue with her CPAP at the time because of her exhibiting confusion. She was transported by ambulance, intubated and then admitted to the hospital. She was hospitalized a few more times for this same type of issue over the course of a few months. In (B)(6) 2020 she was diagnosed with pancreatic and liver cancer. She passed away on (B)(6) 2021. Earlier this month I was made aware of a recall of phillips CPAP machines due to the pe-per foam used to minimize noise. This is of great concern to me because my mom had used a phillips CPAP machine for many years (repironics remstar auto m series). She had severe sleep apnea and could not sleep unless she used her c-pap machine so she used it every time for several hours, and done so for at least 5 years. I do not believe the machine she used is part of the recall because it is no longer in circulation so I am unable to find out if this type of foam was used in her machine. I have her old machine in my possession and am willing to have it analyzed to see if this foam is in it. I am concerned because her physicians were not able to find an etiology for her cancer but did determine it was not genetic. In addition she had exhibited confusion on and off for a couple of years while using the phillips machine, she had several test done prior to (B)(6) 2020 trying to find out what was causing the intermittent confusion but was unable to find the cause of her issue. With the recent development of phillips using cancer causing foam in their machines, and my mom being very compliant with the use of her CPAP and then being dx with cancer of no genetic origin I believe this should be researched but I am not sure how to go about getting this done. There are multiple tests she had run and several hospitalizations over the course of a few years. As I explained we had tried for a few years to determine the cause of her confusion, weakness and lethargy. She had appointments with multiple various specialists from 2015 - 2020 because we were unable to find our what was causing her confusion. FDA safety report ID # (B)(4).